Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. One cartridge was returned with its lid stock and two loose clips. The returned sample was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the two loose clips were broken at the hook. The cartridge appears used as there is biological material on the cartridge and there were no clips remaining in the cartridge. Hook breakages are indicative of a mis-molding issue. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A non-conformance has been previously opened to further investigate this issue. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Broken hooks are an indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue. The reported complaint of "clips did not lock when closing" was confirmed based upon the sample received. One cartridge was returned with two loose clips. No clips were remaining in the cartridge. The loose clips were broken at the hook. The broken hooks are indicative of mis-molding near the hook which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue.

Event description:
It was reported that the clips did not lock when closing.

Manufacturer narrative:
(B)(4). The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. One cartridge was returned with its lid stock and two loose clips. The returned sample was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the two loose clips were broken at the hook. The cartridge appears used as there is biological material on the cartridge and there were no clips remaining in the cartridge. Hook breakages are indicative of a mis-molding issue. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A non-conformance has been previously opened to further investigate this issue. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." There is a known issue of broken hooks due to mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A non-conformance has been previously opened to further investigate this issue. The reported complaint of "clips did not lock when closing" was confirmed based upon the sample received. One cartridge was returned with two loose clips. No clips were remaining in the cartridge. The loose clips were broken at the hook. The broken hooks are indicative of mis-molding near the hook which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A non-conformance has been previously opened to further investigate this issue.

Event description:
It was reported that the clips did not lock when closing.

Manufacturer narrative:
(B)(4). The device history review for the product (B)(6) ml clips 6/cart 84/box lot# 73d1800352 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue ot monitor and trend related events.

Event description:
It was reported that the clips did not lock when closing.